Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred. A 300cm, 8cm v-18 control wire guidewire was flushed, however, the tip was kinked and slightly separated from its shaft. While trying to fix the device, it got completely separated. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
(A2) patient age: 50 years old. Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has the tip peeled off, as part of overall visual revision. The returned guidewire had a section of the distal tip polymer jacket detached and this section was not returned (polymer jacket partially detached); on the other hand, approximately 2.12 inches of polymer jacket remained attached to the distal end of the guidewire. The guidewire body was kinked approximately at 75 inches from the proximal end. The distal end was bent in different sections. No more visual damages were found in the returned device. Detailed pictures of the affected area were captured. The proximal end of the polymer jacket showed signs of torsion. The distal end of the polymer jacket did not show damages, it was complete. The section of polymer jacket that remained attached to the guidewire was smooth and uniform, no damages were observed. The dimensional inspections of the overall length and the od of the distal tip, middle section and proximal sections were all within specification.

Event description:
It was reported that tip detachment occurred. A 300cm, 8cm v-18 control wire guidewire was flushed, however, the tip was kinked and slightly separated from its shaft. While trying to fix the device, it got completely separated. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.